Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported "this was a shunt revision surgery on a pediatric patient. The original valve was implanted four months ago, approximately (B)(6) 2014. The patient had an MRI and the chpv changed. The doctor and np tried to reprogram the valve to setting prior to the MRI and the valve would not program. They even tried to reprogram under fluoro. The surgeon explanted and replaced the valve. We tried to reprogram the valve after explant and could see that it was stuck. A full analysis of the valve is requested".

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the cam when valve was received was 70mmh2o. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water and an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried and the catheters were irrigated with purified water and no occlusion was noted. The valve was dried and then leak tested. No leaks were noted. The valve was reflux tested and failed the test. The valve was retested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.